Manufacturer narrative:
(B)(4). Date sent: 1/24/2017.

Event description:
It was reported that during a laparoscopic cholecystectomy the first clip applier was scissoring clips. A second like clip applier was tried and the device was scissoring clips on every other deployment. The doctor used the second clip applier to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: a picture was also received. Upon visual inspection of the pictures, distal end of the device can be observed; the right jaw, when looking at the device with the tissue stop on top, can be observed disengaged from the cam, therefore leading to the clip being unstable within the jaws and potentially leading to clip malformation. In addition, this condition would not allow the jaws to collapse in order to form the clips. No scissored clips could be observed on the provided photos. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar.

Manufacturer narrative:
(B)(4). Batch # n93757. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. The instrument was received partially cycled with a partially fed clip in the jaws, the advancer was noted to have slid under the clip. In an attempt to replicate the reported incident, the device was tested for functionality. The cycle was completed and the clip was released, the following two cycles resulted in unformed and partially formed clip due to the jaw/cam condition. In order to evaluate the performance of the device, the jaw was readjusted by bending the jaw, and in the next actuations, six conforming clips were fed and formed; finally, the device locked out as intended. No scissoring was noted during analysis. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.